Event description:
On (B)(6) 2010 the lay user/reporter contacted lifescan to report the one touch ultra meter's display would not proceed past the display test screen. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6) 2010 at 8:00 am the patient noted the reported meter would not proceed past the display test screen; she was unable to obtain a blood glucose reading. At 10:00 am the patient experienced the symptom of sweating. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. The issue was not resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the reported meter's frozen display, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.